Event description:
The customer reported via phone call that they had a sensor anomaly. Customer reported the sensor was bent shortly after insertion into their body. Customer also reported the sensor cannula was missing when the customer removed the sensor from their body. Customer's blood glucose was 4.8 mmol/l. The customer declined to return the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.